Event description:
It was reported that the patient received anti-tachycardia pacing (atp) for what appeared to be rhythm that was atrial, in nature. Several shocks were then delivered, and therapy was ultimately exhausted. At the time of the report, the event had not ended. The plan was to reprogram the rate cut offs to help prevent therapy from being delivered, when not necessary. No adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received.